Event description:
It was reported to olympus that there was image noise and a strong noise occurred. The reported issue was found during inspection of the device. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, oste identifies a green image and traces it back to the r-unit. Possible causes: unacceptable tension in the area of the "ccd (charged coupled device) w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature. Collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device.¿ a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.